Event description:
Device 1 of 4: reference MFR report: 1627487-2013-1308, reference MFR report: 1627487-2013-1309, reference MFR report: 1627487-2013-1310. It was reported the patient lost all stimulation after suffering a fall. The patient has two scs systems implanted. An sjm representative met with the patient and was unable to communicate with her ipg. X-rays have been ordered and the patient is consulting with her surgeon. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Correction/removal numbers: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.